Manufacturer narrative:
Explanted date: device was not explanted. Lot number: requested, not provided. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the patient that had a previous non-st-elevation myocardial infarction for which they received a percutaneous coronary intervention (pci)represented with critical distal left main stem/ostial left anterior descending artery (lad) stenosis. They underwent a percutaneous coronary intervention (pci) to the left main stem left anterior descending artery (lad), performed using a micro-puncture technique under ultrasound guidance. The procedure was completed successfully, with no apparent complications. However, a month later, a follow-up showed claudication in the left leg and a faint femoral pulse. The patient was then referred for a computed tomography (CT) scan, which showed diffusely severe left external iliac artery stenosis with a well-defined linear opacity extending from distal left common iliac artery to distal external iliac artery - the appearance was atypical for calcification but was suspicious for retained foreign body. Surgery to remove the suspected foreign body was undertaken, and a green plastic tube was found, identified as a pusher from an angio-seal. It is unclear how this tube had ended up in the vascular system. There were no concerns with the procedure itself or the processes followed. The patient was harmed however, now recovering well. Additional information was received on 10 mar 2022: at the time of angio-seal deployment, hemostasis was achieved, however later on the ward it was noted to be bleeding and so manual compression was applied with good effect. Micro puncture kit and ultrasound were used to obtain the femoral puncture. The puncture was performed by his senior registrar using a micro puncture kit and under ultrasound. The introducer sheath was positioned in the common femoral artery. On completion of the procedure a femoral angiogram was obtained, and the registrar deployed the angio-seal. Hemostasis was achieved and the patient returned to the ward. Sometime later the puncture site bled, and manual compression was applied. The patient was obese and had a body mass index (bmi) in her 30's. It was also noted that during the surgery the collagen was found to be in the correct place of being on top of the arteriotomy and the tamper tube was found to be in the iliac artery. They stated that they do not understand how it got here; it was detached from the collagen. They would have expected it to have been in the tissue and not the artery.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6 fr angio-seal vip device was returned for product analysis. The tamper tube and a small portion of collagen was returned. No other components were returned for evaluation. The collagen appeared to be dry and degraded. There was a small clamp like material found on one end of the tamper tube. A picture was sent which shows that the tamper tube was found within the femoral artery. Based on the returned device, the complaint could be confirmed for the allegation that the tamper tube was left in the patient. Based on the available information, the exact root cause of the event cannot be determined but similar failure can occur if the user fails to follow the IFU instructions and remove the tamper tube while completing the procedure. Since the tamper tube was found in the iliac region, it is likely that the positioning of the device might not be per the IFU recommendations. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).